Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures when we had done a self test. The customer's blood glucose level was 58 mg/dl. Customer was treated with glucose tablets. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room nor admitted into hospital. The customer also stated that they did not allege insulin pump was over delivering. Customer stated that auto mode was automatically delivering insulin at the time of low blood glucose event. The insulin pump will not be returned for analysis.